Manufacturer narrative:
Device was thrown away by customer.

Event description:
It was reported that during cleaning by the customer at the user facility, the device was broken. There was no associated procedure, no patient involvement, no medical intervention, no delay and no adverse consequences.